Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a radiofrequency ablation procedure was performed where the cardiac resynchronization therapy defibrillator (crt-d) was placed in electrocautery mode. The report was that the patient had loss of capture that was not greater than 2 seconds. Boston scientific technical services (ts) discussed that it was due to the defibrillation detection circuit, and circuit was unable to be disabled. The device remains in-service. No adverse patient effects were reported.